Event description:
Device 1 of 2. Reference MFR report 1627487-2014-01541. It was reported stimulation is not to the patient's satisfaction. Diagnostic testing reveal impedances are normal. X-rays have been ordered as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.